Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 7mm flat wound drain was opened, it had loose plastic pieces along the end of it, 2 additional drains were opened. The first had the same plastic pieces loose, the third drain was placed in the patient and all drain were opened that way on to the sterile field.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 7mm flat wound drain was opened, it had loose plastic pieces along the end of it, 2 additional drains were opened. The first had the same plastic pieces loose, the third drain was placed in the patient and all drain were opened that way on to the sterile field.